Event description:
Parent of customer called to report this course of events: freestyle meter reading was 90 mg/dl, child seemed weak, then screamed, so child was taken to emergency room where lab value was 47 mg/dl. The child was treated with coke and candy bars. The interval between meter and lab readings is unknown.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.